Event description:
Journal reference: zhang, et al. "Follow-up of bilateral subthalamic deep brain stimulation for parkinsons disease." Acta neurochir suppl, 2006 (9):/43-47. The article describes the results from a study that involved a series of 46 patients treated with bilateral deep brain stimulation (dbs) for management of symptoms related to idiopathic parkinsons disease. A number of complications were described. Reportable event: one patient experienced confusion post dbs system placement. Treatment and outcome information was not provided.

Manufacturer narrative:
Due to the limitations of the data, the reportable events are being submitted by complication type. The exact relationship between each patient, the devices used and the complications experienced was not provided. It is possible that each patient may have experienced more than one complication. No medwatch form was received from the user facility, information on the medwatch form 3500a was completed by medtronic with information from the article. See scanned pages.